Manufacturer narrative:
Per follow-up, clinical specialist reported, "there was no indication that I am aware of that the seroma is related to the pump. No further updates were given to me. I will forward anything I hear regarding this patient." A supplemental MDR will be submitted if/when new information is received. Internal complaint #: complaint-(B)(4).

Manufacturer narrative:
Pending further follow-up information. Internal complaint #: (B)(4).

Event description:
Per follow-up for related MFR 3010079947-2020-00231, clinical specialist (cs) reported a "persistent seroma over the pump," in relation the patient's replacement pump. Cs confirmed that there is not a pump issue. Per further follow-up, cs reported, "there is no plan for explant that I'm aware of and no issues that they are addressing." I inquired if there was any treatment for the seroma and cs responded, "the pa drains the seroma and suggests the patient wears a binder, which the patient of course hates and does not wear consistently."